Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." And "interoperative or postoperative bone fracture and/or postoperative pain." This report is number 1 of 5 mdrs filed for the same patient (reference 1825034-2013-01810 / 01814). This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Event description:
Patient reported to have undergone total knee arthroplasty on (B)(6) 2006 alleges that a revision procedure was performed on (B)(6) 2010 due to pain and possible fracture of one of the components. A review of invoice history confirmed both surgery dates and that all components were removed and replaced during the revision procedure. Patient further alleges that she is experiencing pain since the revision surgery. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.